Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump battery was depleting. It was reported the device alarmed low battery three times for this device. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).